Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid-distal common iliac artery. The 9.0x40mm armada 35 balloon dilatation catheter (bdc) was being over-dilated to get a covered stent to 9.6mm when the balloon ruptured (blood withdrawal in the insufflator) and did not even go up to the rated burst pressure. Attempted to retrieve the balloon over the wire but would not come off the wire. The distal balloon marker was removed but the balloon was bound to the wire and proximal balloon marker was still in the anatomy in the distal external iliac artery (eia) which was heavily calcified and stenotic. The proximal portion of the balloon could not be removed without removing both the wire and fragmented balloon together losing wire access. The proximal balloon marker was still noted in the anatomy (distal eia) under fluoroscopy. Another guide wire was able to cross and then eventually covered the majority of the eia including the proximal balloon marker with a non-abbott covered stent. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported balloon rupture, separations, device embedded in tissue or plaque and unexpected medical intervention appear to be related to operational context; however, a conclusive cause for the reported difficulty removing the device from the guide wire could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.